Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was data sync error that affected only one pyxis station. The technical service engineer assisted the customer to resolve the issue. The serial number, UDI and manufactures details kept blank since the given asset information found to be es vm large 2016 server w/sql. The system functioned as intended after the technical service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a communication issue, patient data intermittently not crossing on a server. The customer reported that there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.